Event description:
On july 21, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultrasmart meter would not power on after it had been dropped in water. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On july 28, 2006 the mas mailed a letter requesting the patient contact medical affairs. On approximately july 7, 2006, the pt dropped the reported meter in water, and subsequently the meter would not power on. According to the owner's booklet for this meter, care must be taken to avoid getting dirt, dust blood, control solution, or water inside the meter. The patient did not test her blood glucose levels using any other meter. The patient continued to take her insulin doses. In 2006, in the afternoon, the patient became unconscious and would not wake up. The patient's daughter contacted emergency services. The patient was transported to the emergency room, where her blood glucose level was tested to be 685 mg/dl. The patient was treated with 24 units humulin r insulin. It would have been helpful to determine what meals and medications had been taken prior to becoming symptomatic, the patient's insulin regimen, if the patient adjusted her insulin doses becuase she was unable to obtain a blood glucose result of the meter, if the patient's blood glucose level was tested by the paramedics and what that result was, if she was admitted to the hospital, and if she had a backup meter. The meter, test strips and control solution were replaced. Although the reported meter had been dropped in water and subsequently would not power on, the patient was unable to test her blood glucose level, became hyperglycemic and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.